Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image was unable to confirm the report of suspected outflow graft thrombus. The patient ultimately had their outflow graft stented in may 2024 (refer to manufacturer report number 2916596-2024-03294). The submitted CT image captured the distal end of the outflow graft under the outflow graft bend relief. Outflow graft thrombus was unable to be confirmed based on the submitted image. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a computed tomography (CT) scan of the patient on (B)(6) 2023 showed that the outflow graft was narrowing. It was noted that the CT showed near occlusive thrombus within the outflow cannula of the left ventricular assist device. Anticoagulation had been changed due to a past subarachnoid hemorrhage. It was noted that warfarin had been resumed at time of near occlusion. There had been no changed to pump parameters. Low flow alarms and patient fatigue has been observed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.